Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has two 3186 leads with the same lot number. It was reported, the patient requested for the scs system to be explanted due to ineffective stimulation and the physician wanting to perform an MRI.